Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sleeve procedure, the account just converted to gst reloads. This is the second case they have done. Case went well and product worked accordingly; case completed in its normal manner. A leak test was completed at the end of the case and the staple line seemed fine. Five days later the patient represented with high fever and extreme nausea. They found an abscess on a CT scan and determined there was a leak. The surgeon said she was very nauseous after the procedure and threw up a lot. He wasn't sure if that had an affect on the staple line. The patient is being treated with a stent endoscopically.

Manufacturer narrative:
(B)(4). Additional information requested and received: when stent was placed, where on staple line was leak seen? There was a pin hole leak towards the bottom around the 2nd staple line. Were any staple formation issues noted? No and gi said tissue around staple line looked perfumed and intact. Is CT scan available for review? Showed a 3 cm collection between the stomach and the liver. Ir put a drain in by guided wire through stomach. Then she got another CT on (B)(6) and it showed there was a pin hole leak. Surgeon thinks it was possibly done by the guide wire when ir placed the drain however she still presented to the ER with an abscess. What is the current patient status? Patient came in on (B)(6) for sleeve and presented 11 days later with fever and was septic. She had been excessively vomiting a few days after the sleeve. Surgeon commented that he abscess might be from the pressure of her vomiting. After having the stent, she is now doing fine. Additional information received: surgeon used green cartridges with peri strips for entire sleeve. Patient was vomiting immediately after surgical procedure. No issues were noted in regards to staple formation.